Manufacturer narrative:
The pump was returned and evaluated by product analysis on 08/15/2014 with the following findings: moisture was observed within the battery compartment, on the battery cap, and behind the display lens. The battery compartment and battery cap were undamaged and the battery cap was able to secure properly to the pump. Leak testing found no pump case, display screen, or battery compartment leaks. Moisture was discovered on the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.